Manufacturer narrative:
Additional information was received on (B)(6) 2019. In addition to the left sided rupture reported initially, bilateral capsular contracture was noted (baker grade unknown). This necessitated excision of the dense fibrous capsule wall during revision surgery. See (B)(4) for right sided prosthesis report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 6722861, and no non-conformance's related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/19/2019. Device evaluation summary: according with the information reported the patient experienced a rupture of the breast implant. During analysis, the sample was found to be ruptured. Shell abrasion was found in the edges of the tear. No other anomalies were discovered. Shell abrasion suggests in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/8/2019 the device evaluation was updated to add the following statement: postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. This update was performed due to additional information that was received after the initial device evaluation was performed and submitted in a supplemental report on 7/22/2019. This is the only update made to the original device evaluation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Concomitant products: 425cc mentor memorygel breast implant, catalog #3504254bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a 300cc mentor memorygel breast implant and experienced left sided rupture post procedure. The rupture was confirmed through magnetic resonance imaging. As a result, the device was explanted (B)(6) 2019.